Event description:
During a percutaneous transluminal angioplasty (pta) to the internal carotid artery, withdrawal difficulty was present with the pta balloon catheter at the end of the procedure and balloon rupture was seen after device was retrieved. The product was prepared and used following the instructions for use (IFU). The vessel had moderate calcifications, moderate tortuosity and 99% stenosis was present. The guidewire was inserted across the lesion via a sheath introducer and the guiding catheter was advanced as a support without any difficulties. Lesion was pre-dilated and stent was deployed successfully. Post dilatation was performed with pta balloon catheter, however, when attempting to retrieve balloon catheter, the balloon , was caught on the tip of the guiding catheter making it difficult for the balloon catheter to be withdrawn. Consequently guiding catheter, guidewire and pta balloon catheter were retrieved simultaneously. A ballon rupture was seen after sds was withdrawn. There was no adverse consequence to the patient. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.